Event description:
Uncontrolled movement of the c-arm occurs intermittently. The movement stops when the smart handle enable is released. No serious injury was reported, but there is an opportunity for a serious injury to occur in the future.